Event description:
Our office in (B)(6) received a report that at the one day post-op exam there was an issue of expected post-op refraction concerning a zcb00 25.0 diopter (d) intraocular lens, the examination result was -3.0d. The physician has a plan for replacement; however, at the time of this report the lens remains implanted.

Manufacturer narrative:
Age at time of event or date of birth was not provided. Gender of the patient was not provided. The lens remains implanted and therefore this field is not applicable. The patient and by the manufacturer. (B)(4) - unexpected post-op refraction. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed and revealed that there were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no nonconformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows that the lens was within power specification. There are no associated nonconformity material reports. There are no associated nonconformity reports or deviations. Based on the manufacturing record review, the lens was produced according to specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.